Manufacturer narrative:
On april 1, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a crease was observed on the anterior view. Additionally, an area of missing material measuring approximately 2.0 cm x 1.5 cm was found on the posterior view. Microscopic examination was performed and the cause of the rupture could not be identified. Causes of rupture of gel-filled implants include but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Related to the crease, this failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cosmetic size adjustment. The rupture was only discovered during the revision procedure concomitant products: 250cc mentor memorygel breast implant (catalog number 3502501bc, serial number (B)(4)).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with 250cc mentor memorygel breast implants. On (B)(6) 2020, during a revision procedure to adjust her breasts size, the surgeon discovered that the left-sided device was ruptured. The procedure continued as planned: both implants were removed and the patient received a 350cc mentor memorygel breast implant on the left side (catalog number 3503504bc, serial number (B)(4)) and a 325cc mentor memorygel breast implant on the right side (catalog number 3503254bc, serial number (B)(4)).